Manufacturer narrative:
The copy of the medwatch report we received from the FDA on 05/-5/2004 indicated that a morbidly obese patient who was to undergo bariatric surgery was considered high risk for pulmonary embolism. The patient was referred for evaluation and placement of a trapease vena cava filter to prevent pulmonary embolism. Prior to placement, a detailed exam of the vena cava with ivus (intra vascular ultra sound) probe was done from the iliac veins all the way up through the caval bifurcation up to and including the right atrium. Landmarks were clearly identified. Caval measurements were taken; maximal transverse diameter was approx. 25 mm and the opposite dimension was approx. 18-20 mm. Therefore, cava was standard size for insertion of a filter. A filter was loaded into the sheath and with the obuturator to push the filter up the sheath, surgeon could see the cephalad end of the filter coinciding with the tip of the bright-tip sheath, and still below the renal veins. Obuturator was held in place and sheath withdrawn. Upon deployment, it appeared that the filter lunged cephalad ans was not seen at the site of deployment. Cava and venous system was examined with ivus and discovered the filter was in the superior vena cava. This was confirmed with fluoroscopy.

Event description:
Upon deployment, it appeared that the filter lunged cephalad and was not seen at the site of deployment.